Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report number (B)(4). Failure analysis and investigation results did not confirm the reported issue. Upon receipt the actual pump involved was visually and functionally inspected. An air bubble test was performed, where a 0.4 ml air bubble was induced, and in all the pump alarmed as intended. The air sensor was checked for air in tubing and fluid in tubing, and all results were within specification. The device history logs were reviewed, and showed that the pump did alarm for air in line during the last recorded infusion. The pump operated as intended and the reported failure could not be reproduced. Based on the results of the investigation, no conclusions can be made regarding the cause of the reported event. If additional information becomes available, a follow up report will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report number (B)(4). The investigation into this reported event is ongoing. Additional attempts to receive the device involved in the reported event are being made. A follow-up report will be submitted when the results of the investigation are available.

Event description:
As reported by user facility: nurse was at the bedside and observed air bubbles, but the pump did not alarm. The nurse stopped the pump before the air reached the patient.